Event description:
It was reported that the driveline of the pump was damaged close to the exit site. The damage was reported already several times in the past (MFR #2916596-2024-52892, MFR #2916596-2023-08743). Redo of the driveline repair was scheduled for november 11, 2025. There was no further progression of the damage nor any kind of alarm due to this damage. It was noted that the patient would be summoned by the caretaking cardiologist within the next months for the discussion about the potential option of transplant. The patient had declined this option in the past. The patient experienced a driveline power fault alarm on (B)(6) 2025 and came into the hospital on (B)(6) 2025 for troubleshooting. The modular cable was replaced to exclude this a potential origin of the error. The contacts of the old modular cable were inspected. X-ray images were taken. Technical services stated that they saw driveline faults with power a open 4x. It was stated that the driveline power fault alarms did not resolve with the modular cable exchange. The patient remained as high urgency on the transplant list. Until then the patient was hospitalized to assure a close monitoring. It was later identified through investigation that the modular cable inline connector bend relief was discolored.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images of the modular cable confirmed discoloration to the inline connector bend relief. A specific cause for the discoloration could not be conclusively determined through this evaluation. It was initially believed that the driveline faults were from fluid ingress into the modular cable, but the physician did not see anything during the modular cable exchange which did not resolve the driveline faults. The account submitted five images of the modular cable for evaluation. Four of the images captured the inline connector bend relief, which appeared to be discolored brown. One image captured the pins of the inline connector and controller connector of the modular cable, which appeared unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system support. Incidental finding: white lock/unlock indicators on the inline connector were completely worn off. The relevant sections of the device history records for modular cable, lot number 8716171 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.